Event description:
The lay user/pt's wife contacted lifescan in early 2009 and alleged that the pt's one touch utlra2 meter was displaying the error 2 message. The alleged issue first occurred the day prior, at approximately 6:30-7:00 pm when the pt came home from hospital (diabetes related issues). At about approximately 12:00 am midnight, the pt reportedly experienced sweating and nausea. The wife give him cracker and food. He was not tested on any other device. At the time of troubleshooting, it was verified that this was a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was also good. The error 2 occurred when inserting a test strip. However, the issue was not resolved since the wife was unable/unwilling to answer if the error message persisted when retests were performed. This complaint is being reported because the wife claimed that the pt experienced symptoms suggestive of hypoglycemia after the product issue began. The alleged issue was not resolved with troubleshooting. The wife treated the pt with food replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.